Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) the batteries could not be calibrated. The display indicated battery maintenance failed, replace battery. There was no patient involvement.

Manufacturer narrative:
Updated fields; b4, d9, g3, g6, h2, h3, h4, h6, h11. Corrected fields; d4(UDI). A getinge field service engineer (fse) calibration of the battery was carried out, then again with the same error message. Calibration was also carried out on the second battery, with the same error message and replaced batteries again. With the new batteries the calibration worked without any problems. No service report is available.

Event description:
N/a.